Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, universal surgical manipulator (usm) 4 drifted while the customer was trying to dock. The clinical territory associate (cta) contacted a technical support engineer (tse) while the system was not in use to report the issue. Usm 4 drifted each time they tried to dock the system. A review of the system logs revealed no associated errors. The procedure was completed with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. System logs show no associated errors. Field service engineer (fse) stated the issue would be an uneven floor. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While the definitive root cause could not be established, a possible cause was attributed to uneven floor in the operating room.